Manufacturer narrative:
An event regarding limb length discrepancy involving a passive tibial component in a jts distal femur was reported. Following discussions with the clinician bone resorption, and a leg length discrepancy was observed. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the medical review confirmed that the right tibia is 20 mm shorted than the left one, due to bone resorption that caused the cement mantel under tibial plateau plate to fracture. Product history review: review of the product history records indicate 1 device was manufactured, and accepted into final stock on 30jan2015 with no reported discrepancies. Complaint history review: there were 9 other similar events. Conclusions: an event regarding limb length discrepancy involving a passive tibial component in a jts distal femur was reported. Following discussions with the clinician bone resorption and a leg length discrepancy was observed. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Device not returned.

Event description:
A patient specific prescription form was received for the patient's right distal femur. Noted on the form: "osteosarcoma; maxed-out length." Additional information from the rep, "there are no reported issues with this implant and it is a revision due to max extension. Her tibia will need to be addressed please." Update: on 19oct2020, as reported in the prescription form, "metal cased, rotating hinge of tibia and 10-15 tibial plateau plates to make-up the tibial length inequality." Update on 20oct2020, following discussions with the clinician bone resorption, and a leg length discrepancy have been observed.